Event description:
It was reported a possible premature implantable neurostimulator (ins) battery depletion. Last (B)(6) battery had 14 to 17 month of life left, but battery was dead two week before this report. Patient was suspicious that (B)(4) study, performed 6 months before this report, had an impact on battery depletion. Patient experienced loss of therapeutic effect, but was not sure when it started. Symptoms occurred with ins end of service (eos). Hospitalization was required as part of replacement surgery. Ins was replaced because possible defective battery (battery was dead). Patient recovered without sequelae.

Manufacturer narrative:
Product ID 435135, serial # (B)(4), implanted: (B)(6) 2006, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2006, product type lead.